Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced weakness, dizziness, and nearly lost consciousness (although she reported she did not ¿fully pass out¿). The patient¿s cgm was reading 118 mg/dl and the bg meter was reading 40 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s husband treated the patient with orange juice. Despite treatment, the patient continued to feel lethargic. Therefore, she continued testing her bg meter values and calibrating the cgm device. Despite calibrations, the cgm device remained inaccurate and eventually the patient¿s husband removed the patient¿s sensor. The patient was ¿weak but better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.